Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received emergency medical assistance due to high blood glucose on (B)(6) 2020 with blood glucose of 425 mg/dl at the time of the incident. The customer was admitted from the emergency room to the hospital for atrial fibrillation. The customer was given manual injections to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated their pump was not delivering basal insulin. The troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.